Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because it was not working. The pump was "sticking" and not refilling properly. It was further reported that the patient did not have any symptoms. When the patient went in for a checkup the physician test inflated the device and saw it was sticking.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because it was not working. The pump was "sticking" and not refilling properly. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because it was not working. The pump was "sticking" and not refilling properly. It was further reported that the patient did not have any symptoms. When the patient went in for a checkup the physician test inflated the device and saw it was sticking.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.